Manufacturer narrative:
Title: learning curve for single-port robot-assisted colectomy source: ann coloproctol 2022 dec 20 https://doi.org/10.3393/ac.2022.00745.0106 accepted: nov 6, 2022. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the literature, a retrospective study evaluated the number of surgeries required to reach a sufficient learning curve for non-experienced surgeons performing single-port robotic assisted colorectal surgeries. It is noted that end-to-side anastomosis or side-to- end anastomosis was performed using a circular stapling device when performing both right and left hemi-colectomies, and intracorporeal anastomosis was performed with a circular stapler in those patients who underwent an anterior resection. There were 39 patients included in the study between april 2019 and october 2019 and post-operative bleeding and ileuses was noted in two patients, chylous discharge for one patient and urinary retentions on three patients. However, the degree of complication was not serious and did not affect the length of the hospital stay.